Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced dizziness and fainting. Upon evaluation fluctuations in the pace impedances on the right ventricular (rv) lead and left ventricular (lv) lead were noted from 300 ohms to 1,000 ohms. No out of range measurements were seen. The leads had high pacing thresholds and intermittent loss of capture. Furthermore, it was determined that there was noise present on stored episodes (on both the rv and lv channels) resulting in pacing inhibition. This patient is pacemaker dependent. The patient's leads were a competitor's product. Subsequently, the physician opted to perform a revision procedure. The leads were tested through the pacing system analyzer (psa) and the measurements were normal. The header of the device was evaluated and no clear movement was seen. The physician had removed the leads and then reconnected the lv lead to the device and noise was generated by manipulation of the header. The same observation was observed with the rv port therefore, the device was explanted and replaced. A new device was placed and no further complications were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.